Event description:
The reporter stated that the unit failed to alert occlusion during in-house testing. The customer returned th unit stating the pressure was out of calibration and could not be recalibrated.